Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the device¿s ability to deliver insulin. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. The patient history buffer data files showed the algorithm was functioning as intended, correctly responding to estimated glucose values and user inputs.

Event description:
It was reported that the patient was hospitalized due to a diabetic coma on (B)(6) 2025. The patient was diagnosed with diabetic ketoacidosis (dka). It was noted that the patient¿s blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. During the hospitalization, the patient was treated with lantus and humalog injections. A discharge date has not yet been provided. If the information is provided, a follow-up report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic coma and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.